Event description:
It was reported to philips that the system gave an alert indicating the image processing computer had a memory problem, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system gave alert indicating ippc had a memory problem. The review of system log files showed post of ippc (image processing pc) failed. Upon troubleshooting, the fse found that the ippc post was failed intermittently, therefore fse kept the system under monitoring. The same issue reoccurred on another day, in which, the fse found ippc frontal pc memory self-test had failed. To resolve the issue, the fse cleaned and re-seated the dimm ram of the ippc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.